Event description:
During npwt utilizing a renasys go pump, it became unable to charge the battery. The device had worked for two weeks without problems prior to the event. The treatment was continued with a back-up device. There was no patient injury. No delay was reported.

Manufacturer narrative:
(B)(4).